Event description:
A surgeon reported a posterior chamber tear during the capsular polish mode of a cataract with intraocular (iol) lens implant procedure. The surgeon believes that there may have been a burr on the I/a tip that broke the capsule. A questionnaire was returned providing additional info. The pt required an enlarged incision and an anterior vitrectomy as a result of the posterior chamber tear. The posterior chamber iol was placed in the sulcus. The pt's condition has resolved with treatment.

Manufacturer narrative:
No samples were returned for eval for "pc tear". No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for "pc tear" cannot be determined from this eval. All single use I/a tips are 100% visually inspected prior to their release. (B)(4).